Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that the lead was severed at approximately 109 m from the terminal end. Only the proximal segment of the lead was returned. Testing was completed to assess the returned portion of the lead's electrical performance. Measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations with the returned section of the lead.

Event description:
It was reported that the patient contacted technical services (ts) stating there had been an issue with one of his leads causing him to experience syncope and break 13 to 14 bones. This also led to him being hospitalized for four months. The patient noted that on the way to the hospital four months earlier the lead shorted and caused his chest to feel like it was on fire he also stated he had an infection and the cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead, right ventricular (rv) and another manufacturer's right atrial (ra) leads were explanted approximately one week ago. The local area sales representative was contacted for additional information. The field representative stated that no further information is available from the clinic beyond another manufacturer's device and leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient contacted technical services (ts) stating there had been an issue with one of his leads causing him to experience syncope and break 13 to 14 bones. This also led to him being hospitalized for four months. The patient noted that on the way to the hospital four months earlier the lead shorted and caused his chest to feel like it was on fire he also stated he had an infection and the cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead, right ventricular (rv) and another manufacturer's right atrial (ra) leads were explanted approximately one week ago. The local area sales representative was contacted for additional information. The field representative stated that no further information is available from the clinic beyond another manufacturer's device and leads were implanted. No additional adverse patient effects were reported.